Event description:
Pump was reported to have declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to inspect and clean the cartridge area and successfully completed the load process, allowing them to resume insulin delivery.